Event description:
It was reported that a malfunction occurred on the pump after the customer stood in the sun for a fire drill, though the pump was not in direct sunlight. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the pump continued to operate without further malfunctions. The customer was advised to call back if any malfunction recurred and acknowledged this guidance.